Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level of 600 mg/dl and had received the emergency medical services and was hospitalized. The customer was treated by giving bolus with the insulin pump and was in the hospital. The customer was wearing the insulin pump at the time of hospitalization. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.